Event description:
It was reported that the patient presented in the clinic for a follow up with symptoms of fatigue. Upon interrogation, the pulse generator exhibited backup vvi operation. The device was explanted and replaced on (B)(6) 2015. The patient was in good condition post procedure.

Manufacturer narrative:
(B)(4).